Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc determined there was the possibility this phenomenon was attributed to the main board failure of the subject device. The cause of the main board failure could not be identified. However it might have occurred due to aging deterioration because it has been more than 5 years since the subject device was manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(6) for evaluation. The service department of (B)(6) checked the subject device. It was confirmed that the subject device had alarm during operation and the front panel was turned off. It was found that this failure was caused by the main board of the subject device. There was not any sign of visible damage. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel indicator of the subject device was black, and the subject device beeped during the unspecified therapeutic procedure. Moreover the subject device made the front panel indicator turn off during their work. So the intended procedure was completed with another device. The date of event is unknown. There was no patient injury associated with this report.